Event description:
International affiliate reports that the reservior expanded with air and couldn't drain the waste fluid after one day of use. There was no problem identified with both the adaptor/drain junction and the adapter/y-body. The device was replaced and successful drainage was accomplished. No adverse event noted.